Event description:
It was reported that the ilet user missed a meal announcement, and a blood glucose value of 314 mg/dl was observed more than 30 minutes after the meal began. The user was instructed not to back-announce and to allow the pump to deliver automated correction doses, and the user understood. Symptoms included hyperglycemia. Outcomes included no alarms, no hospitalization, and user education provided. Investigation included troubleshooting and education on proper meal announcement timing and use of automated corrections. Investigation of this case revealed use error related to a missed meal announcement with the ilet pump, without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interaction/use error.